Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/30/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received six unused units in sealed packages from material number 381923, lot number 0093273. A device history record review showed no non-conformances associated with this issue during the production of this batch. During the visual examination it was observed that there was partial separation between the three paired packages. The units were attempted to be pulled apart, but they would not easily separate confirming the reported defect. Based on the appearance of the defect, the root cause is likely due to low cutting pressure during the perforation step of the manufacturing process.

Event description:
It was reported there was poor perforation on the packaging of insyte autoguard winged bl 22ga x 1.0in leading to damage when separating the unit packages. This issue was noticed in (B)(4) units. The following information was provided by the initial reporter: we have opened a non-conformity bulletin under no. Bnccr201023-63. On september 1, 2020 we received our order 9054 for 7000 units of zkt381923 (lot 0093273 /expiration date 2023/03). During the production use of this batch we noticed a defect in the pre-cutting which is not marked enough, which damages the packaging when separating the blisters. To date we have isolated 405 units during use...

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was poor perforation on the packaging of insyte autoguard winged bl 22ga x 1.0in leading to damage when separating the unit packages. This issue was noticed in 405 units. The following information was provided by the initial reporter: we have opened a non-conformity bulletin under no. (B)(4). On 2243471-2020-00365 2020 we received our order 9054 for 7000 units of zkt381923 (lot 0093273 /expiration date 2023/03). During the production use of this batch we noticed a defect in the pre-cutting which is not marked enough, which damages the packaging when separating the blisters. To date we have isolated 405 units during use.